Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . (B)(4).

Event description:
The consumer reported that the initial placement of leads and implantable neurostimulator (ins) were not right. There was a vertical incision for the implantable neurostimulator (ins) and it was in the wrong spot on the back. The patient had a revision surgery where the ins was moved lower and the leads were positioned to the correct spot, which resolved the issues. Relevant medical history includes failed back surgery syndrome and spinal pain. No symptoms were reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.